Event description:
The customer tested his blood glucose and received a reading of 236 mg/dl using his breeze2 meter and a reading over 100 mg/dl using his elite meter. If the elite reading was 124 mg/dl or less, the difference between the readings falls in the "c" zone of the consensus error grid and is clinically significant. No adverse events were alleged. The customer was advised to return his breeze2 test strips for eval. Replacement test strips were sent to the customer.